Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, left/right handle, left/right iui, top disk holder, flange retainer, and wiper seal. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/08/2013 to present date 11/20/2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
(B)(4).

Event description:
Broken/damaged: on (B)(6) 2020 07:39:52 rfc_repairs (rfc_repairs) po for (B)(6).

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, left/right handle, left/right iui, top disk holder, flange retainer, and wiper seal. A review of the device history record for sn: (B)(6) was performed from date of manufacture 01/08/2013 to present date 11/20/2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device